Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead was dislodged and exhibited loss of capture. The patient experienced discomfort. During operation, after attempting multiple times, the lead could not be fixed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 64.5cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.